Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor also became aware that the date of surgery was (B)(6) 2020, and right side device lot number was also 264544 as per device received. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 250cc mentor smooth round moderate profile on the left side and with an unknown size unknown saline implant on the right side at an unknown date. The patient fell on stairs and suffered chest injury. The mammogram showed left side implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3502250; serial number: (B)(4) on the left side and with catalog number 3502250; serial number: (B)(4) on (B)(6) 2020. This report is for the patient¿s left-sided device.